Event description:
A remstar plus c- flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam that needs to be replaced to address the issue. In addition, the service technician observed that certain error codes e7 (err software), e93 (err rtc value) as well as e65 (err stuck encoder a) were present and found a dust contamination. The device was scrapped by the service center after the evaluation was completed.